Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, noise was observed on the atrial lead. The noise was not reproduced upon isometric testing but occasionally appeared on the live egm during interrogation. Programming change was made. The patient was stable and being monitored.